Manufacturer narrative:
(B)(4). Cosmetic damage was confirmed at the retainer ring. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip were confirmed. Blank display was not confirmed. However, critical pump error (open book image) alarm was confirmed. Unable to download firmware using crest and or history files and traces using thus were confirmed. Critical pump error (open book image) alarm and unable to download firmware, history files and traces due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not tuning on and there was crack and they were swimming. Customer stated that reservoir side was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.